Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -02.50/0.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Excessive vault and significant reduction of irido-corneal angels were observed. The lens was removed and exchanged on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
The lens was returned in dry; in lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic torn, bent and deformed. (B)(4).